Manufacturer narrative:
Age of device: 0 days. The patient remains on lvad support with no further issues reported but the outflow graft was not used. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during preparation a small speck was noticed in the outflow graft (ofg). A new graft was used. Ofg in question was returned for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned outflow graft assembly confirmed the reported speck in the lumen of the outflow graft. The sealed outflow graft and outflow graft bend relief were returned in like-new condition. Both the outflow graft and outflow graft bend relief were free of distortion. Examination of the proximal side of the outflow graft revealed a small, gelatin-like speck on the textured surface of the graft hardware. Examination of the proximal side of the outflow graft revealed a similar gelatin-like speck in the lumen of the graft, approximately 1¿ from the graft hardware. This speck was removable with tweezers. The debris appeared to be a piece of the pre-clot gelatin. The interior surfaces of the sealed outflow graft and graft attachment were otherwise unremarkable. The bend relief material was unremarkable. The screw ring revealed no evidence of damage or defects to the screw threads. The outflow ptfe washer was present and properly seated within the screw ring. The graft attachment o-ring and c-ring were both free of damage and located in the correct grooves within the graft attachment. Outflow graft lot number 7004531 was shipped to the supplier for further analysis. Per the supplier¿s investigation, the excess gelatin particulate was likely introduced to the graft after the impregnation process, as the supplier¿s final inspection did not identify gelatin specs prior to release. The cause of the gelatin particles being present could not be conclusively determined at this time. Additionally, abbott performed a voluntary review of internal procedures. The relevant manufacturing and inspection procedures will be updated to include inspection for excess gelatin specks. Abbott will continue to monitor this issue. No further information was provided. The manufacturer is closing the file on this event.